Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or any other device deficiency that may have caused the reported hyperglycemia and medical intervention. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 593 mg/dl while wearing the pod between 4 and 24 hours. Cannula was not present when attempting looking through device viewing window, indicating a failure of the needle mechanism to deploy as intended. In addition, patient's personal diabetes manager (pdm) was malfunctioning. The device's keys were sticking, therefore, creating concern that it was "not working correctly." Patient's pod was removed and he was administered insulin and saline by a medical professional, as treatment. It should be noted that patient had been previously diagnosed with a blood infection, therefore, was "in and out of the hospital" and currently being treated as a rehabilitation facility. Patient's spouse advised blood infection not related to the omnipod system.